Manufacturer narrative:
The MFR's svc rep performed an on-site investigation. The surge suppressor was replaced. The sys operates as intended.

Event description:
The customer reported that the 6800 sys would not boot up. No pt injury was reported.